Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event. A mfg review was performed on the lot number provided, and there was no evidence of a mfg related cause for the alleged event. No product has been returned. No conclusion can be drawn at this time. No initial reporter contact info was included on the maude report, therefore, no f/u can be made. We, therefore, consider this report complete to the best of our current knowledge.

Event description:
Info obtained from pt's family member via maude event report (B)(4) - on (B)(6) 2010 - the pt underwent mesh implant. The mesh was reported to rupture the pt's intestine. On (B)(6) 2010 - the mesh fragments were removed. The pt was reported to go into septic shock, has undergone a total of 3 add'l surgeries, is on a ventilator, has a tracheostomy, is bedridden with stage 4 wounds, has a fistula and has experienced weight loss.